Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was scrapped at the manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip broke into two pieces during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip broke into two pieces during testing. There was no patient involvement, and there were no user injuries or adverse consequences.